Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation. Sections g6, h2 were updated. Section h6 codes were added: type of investigation. Section h6 codes were corrected: investigation findings, investigation conclusions. Conclusions in section h11 were corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural imagery was provided and it was observed that the partially expanded valve was not between the markers during deployment. The balloon inflated asymmetrically. It was not possible to assess the valve initial or final position with respect to the annulus. The complaint for malposition was confirmed based on the provided information. Per the instructions for use (IFU), thv malposition is a potential adverse event associated with the transcatheter valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to malposition, including: improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcification in the landing zone, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, review of the provided imagery indicated no evidence regarding valve positioning prior to or post-deployment in respect of the native annulus. Per the instructions for use (IFU) and procedural training manual, the valve must be correctly positioned with respect to the native valve, and the valve must be positioned precisely between the alignment markers at the time of deployment. Although the provided information indicated an annular diameter of 590 mm2, which corresponds to a 29mm valve; the correct sizing could not be assessed since there was "moderate" degree of annular calcification, without further details provided. Furthermore, procedural training manual contain indications to confirm and assess thv sizing. Due to limited information available, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined due to limited information available, but it is possible that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards' affiliate in germany, a transcatheter valve replacement procedure was performed to implant a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure, valve alignment was attempted in a straight section of the anatomy and valve alignment difficulties were experienced with the fine adjustment, requiring three attempts to complete. The valve was between the markers before valve deployment. The valve expanded asymmetrically. The initial valve deployment position was 90/10; however, during valve deployment, the valve moved into the left ventricular outflow tract at a position described as 20/80. Subsequently, the patient required surgical intervention. No device damage was observed upon removal of devices. The patient was stable after surgery